Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The visual inspection of the device confirms insulation damage throughout the distal end of the shaft. The insulation integrity was tested and failed. The probable root cause/s for the insulation damage could be improper sterilization methods and or device handling. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.